Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor communication error. The customer cleared the alarm and was able to rewind but the alarmed would recur during prime. The customer stated that this occurred 4 times. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation the insulin pump alarms constantly a39 due to fractured solder joint at the interface board. Unable to perform displacement test due to a39 alarms. After reflowing the connector on the interface the insulin pump powered up properly and passed self test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.